Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve for the manifold assembly was defective. Additional malfunctions include the tie wraps for the product tank were leaking, and the tie wraps for the sieve beds were replaced.